Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed loss of capture on the right ventricular lead. It was noted during procedure that the helix would not retract, the physician elected to explant and replace the lead. There were no patient consequences.